Manufacturer narrative:
Evaluation conclusion: the manufacturer only investigated the active exhalation control module.

Event description:
The manufacturer received information from a third party service center alleging a failure of a ventilator's active exhalation control module. There was no harm or injury reported. The active exhalation control module was replaced at the third party service center. The active exhalation control module was returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the active exhalation control module failing was due to the proportional valve leaking.